Event description:
Patient was implanted with interpositional device in 2006. Following surgery, patient was discharged with no issues. Follow-up visits indicated swelling, stiffness and effusion. Patient requested that implant be removed due to continued discomfort and pain. Device was explanted approx five months later.

Manufacturer narrative:
Device was explanted due to patient request for removal because of pain and discomfort.